Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result was obtained for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. Root cause for the event could not be determined. Based on information provided there is no evidence of a vitros tropi es reagent issue contributing to the event. However, the troponin I level in the low level control used in the laboratory does not adequately verify performance at troponin I concentrations <0.034 ng/ml. Therefore unexpected reagent performance could not be ruled out entirely. The investigation found no evidence to suggest the customer's vitros 5600 system performed unexpectedly. Additionally, the investigation confirmed that the sample involved had not been processed in accordance with the sample collection device manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. Patient result: 0.17 ng/ml vs expected 0.02 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was reported from the laboratory and the patient was admitted for observations as a result. No treatment was altered, stopped or initiated as a result, and there was no allegation of patient harm. (B)(4).